Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit will not run, and there is a gas line blocked error message. They can hear the pump run, then it stops and an error messages "gas line blocked" pops up on the bsm display. Customer also states that when the pump is running, it sounds terrible, like the pump is struggling. The customer verified there are not blocked gas lines, the unit is running to the open air, no line connected at all, and the error message still appears and the pump still sounds like it is struggling. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device bedside monitor model: mu-631ra sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the multigas unit will not run, and there is a gas line blocked error message. They can hear the pump run, then it stops and an error messages "gas line blocked" pops up on the bsm display. Customer also states that when the pump is running, it sounds terrible, like the pump is struggling. The customer verified there are not blocked gas lines, the unit is running to the open air, no line connected at all, and the error message still appears and the pump still sounds like it is struggling. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multigas unit will not run, and there is a gas line blocked error message. They can hear the pump run, then it stops and an error messages "gas line blocked" pops up on the bsm display. Customer also states that when the pump is running, it sounds terrible, like the pump is struggling. The customer verified there are not blocked gas lines, the unit is running to the open air, no line connected at all, and the error message still appears and the pump still sounds like it is struggling. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit will not run, and there is a gas line blocked error message. They can hear the pump run, then it stops and an error messages "gas line blocked" pops up on the bsm display. Customer also states that when the pump is running, it sounds terrible, like the pump is struggling. The customer verified there are not blocked gas lines, the unit is running to the open air, no line connected at all, and the error message still appears and the pump still sounds like it is struggling. No patient harm was reported. Investigation conclusion: the unit was within warranty with no signs of physical damage or fluid intrusion, and a warranty exchange was processed. Inspection of the returned unit duplicated the issue, with the alarm log showing repeated line block errors preceding a gas device error, and the abnormal pump sound was attributed to internal pump malfunction. Root cause: component failure. Additional device information: d10 concomitant medical device. Bedside monitor: model: mu-631ra, sn: (B)(6). Additional information: b4. Date of this report, d9. Device available for evaluation, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.